Event description:
A consumer via a manufacturer representative reported a battery problem that occurred during device follow-up. The consumer was having lack of urine. Factors that may have led to the event included a cesarean section. The impedance was okay, but the battery was not working properly because it shut off by itself. The representative did a programming session, but it was not possible to solve the problem. The issue was not resolved at the time of the report. There were no symptoms reported. It was noted that the consumer became pregnant after the implant and did not know if any device was used during the c-section that may have caused the device injury. Additional information received from the representative reported the cause of the ins shutting off had not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.